Manufacturer narrative:
A ge rep evaluated the system and reseated the plug on the collimator encoder board. System operates as intended.

Event description:
Customer reported the system displayed a collimator stuck error. No pt injury was reported.